Event description:
Customer alleges (B)(4) - right side crossbrace broke at upper weld. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model 9xdt, serial number/date code: (B)(4) is approximately 1 year 9 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown, if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the right side cross brace has allegedly broke at the upper weld. Replacement parts being sent, and damaged product being returned for an inspection / evaluation on quote # (B)(4). No injury alleged.